Event description:
The following maude report number mw5099791 was received. It was reported that a nail was inserted to treat a segmental shaft fracture, which resulted in a non-union and continued patient pain/discomfort. The nail will be removed, bone will be harvested from the same femur, open reduce, insert autograft and replace with a synthes nail.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.